Event description:
The customer stated that she was hospitalized for high blood glucose. The customer reported a blood glucose reading of 299 mg/dl during the phone call. The customer also stated she had the flu, hives and a rash when admitted. The customer changed the infusion set the day before the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.